Event description:
Foot amputation [foot amputation]. Case description: spontaneous report was received on (B)(6) 2011 from a physician via company rep regarding a male pt (B)(6) (age (B)(6) at the time of injury) who underwent a foot amputation after receiving epicel. The pt experienced burns on (B)(6) 1982. On an unk date, the pt received epicel grafts. On an unk date, the pt underwent foot amputation. The outcome of the pt was not provided. MFR's comment: the risk-benefit relationship of epicel is not affected by this report.